Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the air removal step. Customer¿s blood glucose level was 100-199 mg/dl. Customer continued to use the pump for insulin therapy.